Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent "low" blood glucose levels. Bg values were not provided. Reportedly, the customer entered the incorrect amount of carbohydrates into the pump when requesting and delivering a bolus. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.